Manufacturer narrative:
This report is submitted on september 26, 2023.

Manufacturer narrative:
This report is submitted on august 28, 2023.

Event description:
Per the clinic, open circuits were noted on 5 electrodes. The device was explanted (B)(6) 2023, and the patient was reimplanted with another cochlear device during the same surgery.